Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reported that inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported he started to feel hypoglycemic, his cgm displayed 7.8 mmol/l, however the bg was 3.0 mmol/l. He ate some food and started to feel better. No third party intervention was required. The event occurred the day after the sensor had been inserted into the abdomen the reported allegation falls within the d zone of the parkes error grid. The data investigation confirms values that fall within the b zone of the parkes error grid. The root cause could not be determined post investigation. No additional patient or event information is available.